Event description:
Complainant alleged that during biomed testing the device failed to charge to set energy and displayed a "status 107" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.